Manufacturer narrative:
This report is submitted on may 08, 2023.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI on (B)(6) 2023, resulting in the decision to explant the device. The device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 24, 2024.